Event description:
It was reported to boston scientific corporation in 009, that a flexima biliary stent system was used during a stenting procedure performed five days prior. According to the complainant, while releasing the stent, a separation/fracture was identified in the inner sheath; however, the stent was deployed. The physician noted that excessive force was applied during stent release. The procedure was completed with the same flexima biliary stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the complaint device failure analysis, if from that review further relevant information is identified, a supplemental medwatch will be filed.